Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that implant was removed due to nerve injury. Patient returned for recheck due to complaints of paresthesia of ian. Implant was removed. Symptoms / patient impact: paresthesia. Tooth number: 19.